Event description:
Situation: powerglide 8cm catheter found to be broken when removed from patient arm. Background: broken powerglide catheter. Catheter placed on [redacted date]. Assessment: no harm to patient - able to remove broken lumen from arm. No lot number on product.